Manufacturer narrative:
On (B)(4) 2016 a medtronic field service engineer replaced the power conversion assembly because when the o2 ias (image acquisition system) power was off and the umbilical was disconnected the system controller pcb(poser control board) and the gantry fans would run. O-arm passed all tests after part replacement and is fully functional.

Event description:
A medtronic field service engineer reported that when the umbilical is unplugged from the o-arm and the o-arm is turned off, the system control board, gantry, and fans turn on. No patient present or impacted.

Manufacturer narrative:
The hardware investigation of the returned power conversion enclosure confirmed that the reported event was related to an electrical issue. The tester found q14 (run transistor) shorted. There was a faulty power conversion enclosure identified. The reported event was confirmed.